Event description:
The head of the zimmer sentinel reamer size 8 broke off while being used to ream the femur causing the shaft of the reamer to break into multiple pieces inside the patient's femur. Physician was able to remove all pieces from patient with c-arm, and completed the case without injury to patient.